Event description:
The complainant reported that a therapeutic enteryx procedure was performed on a patient in 2005. A total of 9 injections were done with a total of 6.7 cc's injected intramuscularly, and 0.3cc's submucosally. On same day the patient experienced back pain and epigastric pain of severe intensity. The pt was treated with vicodin, and the events were reported as resolved two days later. In 2005, the pt experienced chest pain and back pain of severe intensity, but was reported as resolved one day later. The patient also reported intermittent dysphagia without weight loss. In 2005, it was reported that the pt had no weight loss, in addition, it was reported at that time that the pt had undergone a total of 3 dilations, with no other interventions. In 2005, it was reported that the pt reported a total weight loss of 27 pounds within three months. Also, in 2005, it was reported that the indication for all 3 dilations that the pt had undergone was dysphagia, odynophagia and weight loss. The first dilation was performed in 2005, the second was performed twenty days later, and the third was in about 2 months later. Savary dilation was done all 3 times. At the first dilation, mild stenosis at the gej was noted, and was noted again at the third dilation. Currently, the pt is reported to be stable, but still reports mild dsyphagia.